Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead oversensed noise on the ventricular rate/sense and shocking channels. Pacing was inhibited. Attempts to evoke noise using clinical maneuvers were unsuccessful. A guidant technical services consultant recommended obtaining a chest x-ray (cxr) to evaluate the condition of the lead. The consultant also discussed other potential noise sources, such as reversal of the high voltage leads and electromagnetic interferance (emi).